Event description:
Caller reported compact plus system 1 blood glucose result of 14.7 mmol/l, compact plus system 2 blood glucose result of 2.7 mmol/l within 10 minutes. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is compact plus system 1, medwatch with (B)(6) is for compact plus system 2.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is compact plus system 1, medwatch with (B)(6) is for compact plus system 2.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.